Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the inner approach for a laparoscopic rectal resection, with robot support, the endoscope adapter was removed for camera cleaning. The endoscope adapter was opened without touching the latch and damage was found to the plastic part. The plastic part inside the latch that opens and closes the endoscope adapter was cracked and broken. Changed to a new adapter to resolve the issue. There was no patient injury.